Event description:
Three weeks after a venaflo graft was implanted in a forearm loop for av access, the graft split longitudeinally at the apex. The graft was reviewed and an interposition graft was placed.